Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 111 mg/dl. The customer stated she has air bubbles in the reservoir and tubing. Customer was advised to change infusion set and was able to get the bubble out of the reservoir and is in the tubing now. Customer will continue use the same set.